Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that an impella cp was placed emergent post arrest during percutaneous coronary intervention in the catheterization lab. However, post sheath exchange, a hematoma was noted at the left femoral artery. Vascular was consulted. Manual pressure and blood products were administered with initial improvement. The patient continued to decompensate. Massive transfusion protocol was initiated and the patient was taken for vascular cut down of the right and left femoral artery and the impella cp removal.